Event description:
During laparoscopic gallbladder removal, rn operating laparoscopic camera observed small circular burn marks on the patient's liver where cauterization was not taking place. Surgery was paused for inspection of instrumentation. Instrument was taken out of service. (B)(6).